Manufacturer narrative:
An isi representative onsite discovered that the hospital was using an electrical surgical unit (esu) that is not a validated model for use with the da vinci s surgical system. The da vinci s user manual specifically states: general precautions and warnings: warning: do not use any esu other than those validated for use with the da vinci s system. Previous investigations of similar events have shown that it is possible for the electrosurgical unit currents to pass through the patient side manipulator arms to ground through the cannula accessory and to the patient if the patient is not properly grounded, however, the root cause of the customer reported event cannot be definitively determined. A follow-up MDR will be submitted if additional information is received. As of april 4, 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that after a da vinci s hysterectomy procedure, during a follow up visit, the patient was found to have epidermis burns at the cannula port location. The patient did not require any additional medical treatment. No additional patient harm, adverse outcome or injury was reported.